Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2009 due to stress urinary incontinence ((B)(6) 2009) and severe urinary incontinence, obesity and type ii diabetes ((B)(6) 2011). It was reported that following insertion the patient experienced pain, erosion, exposure, infection, urinary problems, dyspareunia, vaginal scarring and excision (partial or total). It was reported that patient underwent mesh removal on (B)(6) 2011 due to erosion of mesh. It was reported that patient underwent mesh removal on (B)(6) 2011 due to erosion/exposure of mesh. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and aris transobturator was implanted; and on (B)(6) 2011, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.